Event description:
Related manufacturing reference number: 2017865-2025-12506. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to be released from the delivery catheter. The catheter was then unable to move into long tether mode due to a suspected tether fracture. When the physician attempted to redock the device, the lp prematurely released from the catheter. Since the numbers were within normal limits, the lp was left implanted. The patient was stable.

Manufacturer narrative:
The reported events were fracture, activation issue, separation issue and premature release. As received, a catheter was returned in one piece with no attached device and traces of blood were noted in the distal cap region. The reported events of activation issue, separation issue and premature release were confirmed. X-ray examination found both tether wires were wavy in the transition zone and severe offset of the torque coil distal to transition zone. The cause of the activation issue, separation issue and premature release was due to deformed tether wires at the transition zone and severe offset of the torque coil distal to transition zone. The reported event of fracture was not confirmed. X-ray examination of the catheter did not find any fracture.